Event description:
It also settles on the outside of the teeth and mixes with what I eat [accidental device ingestion]. Pull so that it almost injures your gums, to avoid tearing up my gums [gingival injury]. And in order not to get sores [soreness gum]. There are long strings of mucus/spit involuntarily a little as the mucus settles all over my mouth [mucus discharge]. Taken a toll on my mood [mood change]. I get incredibly depressed when the products I use with the prostheses do not work [depression]. Put the cream, I sprinkle corega powder on [wrong technique in device usage process] I have to stand and dig and dig in the mouth to remove all the cream residue [device difficult to remove]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture adhesive powder-double salt (corega denture powder) oral powder (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (corega denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started corega denture powder and corega denture adhesive cream. On an unknown date, an unknown time after starting corega denture powder and corega denture adhesive cream, the patient experienced accidental device ingestion (serious criteria haleon medically significant and other: haleon medically significant), mucus discharge, mood change, depression, wrong technique in device usage process, device difficult to remove and product complaint. The action taken with corega denture powder was unknown. On an unknown date, the outcome of the accidental device ingestion, mucus discharge, mood change, depression, wrong technique in device usage process, device difficult to remove and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, mucus discharge, mood change, depression, wrong technique in device usage process and device difficult to remove to be related to corega denture powder and corega denture adhesive cream. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from a consumer via call center representative (email) on (B)(6) 2023. The consumer reported, "I have had quite a long conversation with you since you removed corega ultra and replaced it with corega powder. I have yet to receive a single explanation as to why you discontinued corega ultra, which was an excellent product and caused no problems at all! You are now aware that the new corega powder is totally worthless, and it causes more trouble than benefit! I have now been to the dentist twice and it is horrible when he takes out the dentures and there are long strings of mucus! I explained how bad the new corega powder is, and both he and the dental assistant said they were aware of the problem! I have previously explained that I have to use corega cream for the lower prosthesis, but it is so difficult to remove, I have to pull so hard that there is a risk that the gums will follow, but now I have come up with a trick, after I put the cream, I sprinkle corega powder on, and it is then easier to remove the cream. However, the problems remain, I have to stand and dig and dig in the mouth to remove all the cream residue, and it takes time! It also settles on the outside of the teeth and mixes with what I eat. In the upper denture I use the powder, and when I have to clean I have to have a toothbrush to help as the mucus is stuck to the palate. Another big problem is that when I talk, I spit involuntarily a little as the mucus settles all over my mouth, which means that I move a bit away from the person so as not to risk spitting on them! As I explained earlier, the fact that this is carrying on has taken a toll on my mood and well-being and I get incredibly depressed when the products I use with the prostheses do not work! You have to realize that something is completely wrong, as neither pharmacy redacted nor pharmacy redacted no longer sell corega powder! I have now seen that redacted has run out of its powder and I hope to god that you bring out corega ultra again as it was before, so I can start living as usual again with a powder that works and not just have a lot of problems". This case is 1 of 4 for the same patient. The cases sech2023029539, sech2021087436, sech2023008427 and sech2023eme008688 are created. Please see the case sech2021087436 (with the suspect product corega denture powder and corega denture adhesive cream), sech2023008427 (with the suspect product-corega powder) sech2023eme008688(with the suspect product- corega ultra cream )created for the same patient/ reporter follow-up 1 information was received on (B)(6) 2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Once additional information is received the case will be reopened and further investigation will be performed. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as pqc201135. Follow up information received from consumer on (B)(6) 2023. It was reported as " the product corega denture adhesive cream was updated to corega ultra cream. The event gingival pain and gingival injury were added with unknown event outcome and causality. It was reported that I've had quite a lot of correspondence with you since corega ultra powder was taken away and replaced with corega powder. I have asked why corega ultra powder was taken away, but have not received an answer! The new corega powder is, as everyone knows, completely worthless. It has no adhesive affect whatsoever, gets all over one's mouth like slime and gets mixed into what one eats. I was at the dentist's on an occasion where he took out the prostheses, with long trails of slime, which was annoying! I explained the problem with the new corega. Powder and also with corega creme ultra, and both the dentist and the dental nurse said that they were aware of the problem! Corega creme has a definite adhesive effect; it is incredibly difficult to get out of your mouth! You have to struggle, tear and pull so that it almost injures your gums! And in order not to get sores, one has to use a little thicker layer, and the creme seeps out outside the teeth and covers like a blanket. You spend about 10 minutes to try to remove to creme when cleaning! Imagine my consternation and horror when you haven't resumed the manufacture of corega ultra powder,when corega powder is taken away, but now I saw at apotea [swedish online pharmacy] that a creme has come out as well! What were you thinking?? This is a great mockery of all us prosthesis users who have used corega ultra powder for many, many years and been satisfied with it! We had a good product that worked and you took it away, this is completely incomprehensible! You really put us all in a difficult situation without an effective product that worked well and that was easy to clean. With no disadvantages to it! I am so incredibly tired of dealing with the cleaning of my prostheses now, and it takes a long and unnecessary time! To avoid tearing up my gums, when I use corega creme now, I sprinkle corega powder on it, and in this way make it so that the creme doesn't adhere as much to the gums, but now the powder won't be there either which messes this up! It seems like you are not listening at all or placing any value on us who use the products and which preparation works the best for us! I have not received any explanation at all about this strange procedure, why corega ultra is being taken away and why you won't resume it?'

Manufacturer narrative:
Argus case:sech2023029539.

Event description:
It also settles on the outside of the teeth and mixes with what I eat [accidental device ingestion] there are long strings of mucus/spit involuntarily a little as the mucus settles all over my mouth [mucus discharge] taken a toll on my mood [mood change] I get incredibly depressed when the products I use with the prostheses do not work [depression] put the cream, I sprinkle corega powder on [wrong technique in device usage process] I have to stand and dig and dig in the mouth to remove all the cream residue [device difficult to remove] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture adhesive powder-double salt (corega denture powder) oral powder (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (corega denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started corega denture powder and corega denture adhesive cream. On an unknown date, an unknown time after starting corega denture powder and corega denture adhesive cream, the patient experienced accidental device ingestion (serious criteria haleon medically significant and other: haleon medically significant), mucus discharge, mood change, depression, wrong technique in device usage process, device difficult to remove and product complaint. The action taken with corega denture powder was unknown. On an unknown date, the outcome of the accidental device ingestion, mucus discharge, mood change, depression, wrong technique in device usage process, device difficult to remove and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, mucus discharge, mood change, depression, wrong technique in device usage process and device difficult to remove to be related to corega denture powder and corega denture adhesive cream. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from a consumer via call center representative (email) on 16jun2023. The consumer reported, "I have had quite a long conversation with you since you removed corega ultra and replaced it with corega powder. I have yet to receive a single explanation as to why you discontinued corega ultra, which was an excellent product and caused no problems at all! You are now aware that the new corega powder is totally worthless, and it causes more trouble than benefit! I have now been to the dentist twice and it is horrible when he takes out the dentures and there are long strings of mucus! I explained how bad the new corega powder is, and both he and the dental assistant said they were aware of the problem! I have previously explained that I have to use corega cream for the lower prosthesis, but it is so difficult to remove, I have to pull so hard that there is a risk that the gums will follow, but now I have come up with a trick, after I put the cream, I sprinkle corega powder on, and it is then easier to remove the cream. However, the problems remain, I have to stand and dig and dig in the mouth to remove all the cream residue, and it takes time! It also settles on the outside of the teeth and mixes with what I eat. In the upper denture I use the powder, and when I have to clean I have to have a toothbrush to help as the mucus is stuck to the palate. Another big problem is that when I talk, I spit involuntarily a little as the mucus settles all over my mouth, which means that I move a bit away from the person so as not to risk spitting on them! As I explained earlier, the fact that this is carrying on has taken a toll on my mood and well-being and I get incredibly depressed when the products I use with the prostheses do not work! You have to realize that something is completely wrong, as neither pharmacy redacted nor pharmacy redacted no longer sell corega powder!! I have now seen that redacted has run out of its powder and I hope to god that you bring out corega ultra again as it was before, so I can start living as usual again with a powder that works and not just have a lot of problems". This case is 1 of 4 for the same patient. The cases sech2023029539, sech2021087436, sech2023008427 and sech2023eme008688 are created. Please see the case sech2021087436 (with the suspect product corega denture powder and corega denture adhesive cream), sech2023008427 (with the suspect product-corega powder) sech2023eme008688(with the suspect product- corega ultra cream )created for the same patient/ reporter follow-up 1 information was received on 21jun2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4). For unknown lot number. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Once additional information is received the case will be reopened and further investigation will be performed. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4).

Manufacturer narrative:
Argus case ID: (B)(4).